Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID: 3889-28, lot# va1d9gx, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that they saw a power on reset (por) code on their patient programmer (pp). The patient noted that they had recently had a medical test or electromagnetic interference environmental exposure, they had the surgery again 12 days prior to report. The patient noted that they had vertigo and had fallen against the fan in their room. The patient stated that when they fell it yanked the lead away from the muscle and that they could see a black line under the skin. The patient noted that they waited a little while before they went in because the device was still working. The patient was advised to follow up with a healthcare professional (hcp) to have the por cleared by the hcp with a clinician programmer. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported they were unsure if the cause of the por was due to the patient falling against a fan. No further information reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1d9gx, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient was still seeing an error message. Patient reviewed that they had vertigo, which was unrelated to the ins therapy which caused a fall. This lead to a revision to repair internal components. After the revision a por was noted. Patient called back again reiterating the por, fall, lead issue, and surgical revision. Patient confirmed it was a warning por. Patient confirmed the por occurred the first time she tried to start and use the system after the revision surgery.